Manufacturer narrative:
(B)(4). The following description of the device eval by the user facility was copied from user facility medwatch report received from the FDA on 04/06/2011. "Performance test performed by biomedical respiratory specialist on (B)(6) 2011: ventilator setup and circuit calibration test performed by biomedical staff found unit would not pressurize pt circuit to required pressure. When flexing a plastic tubing fitting on humidifier outlet port of ventilator, circuit pressure would fluctuate significantly. Fitting does not appear to be broken and when did not show any leaks using soapy water solution. Ventilator is a rental ventilator, unit has been replaced. The following info concerning the eval of the device is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a (B)(4) rep. The (B)(4) service tech evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. As a precaution the (B)(4) service tech removed the "outlet to humidifier" fitting, added teflon tape to the threads and reinstalled the fitting onto the device. Unrelated to the reported event the (B)(4) service tech found that the device's air/o2 blender will only deliver 54% no matter where the dial is set. The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device for the reported event and was unable to reproduce/verify the complaint. Thus no root cause was determined. The carefusion failure analysis lab tech was able to verify that the device's air/o2 blender will only deliver 54% no matter where the dial (knob) is set and determined that this was caused by the dial (knob) being loose on the adjustment shaft. In addition, this was unrelated to the reported event. The device has been routed to the carefusion factory service dept in order to have the air/o2 blender repaired and to be run through a complete calibration and checkout to ensure that it meets all factory specifications. Once completed, the device will be returned to the rental pool ready to be placed back into rental service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "I got a page last night at 710pm from (B)(6). They had this rental unit sn (B)(4) on a pt and they stated it "failed" on the pt. She said that the settings were map 35, amp 85, it .33, hz 3.0, bias flow 30 lpm. She went to turn the top of the unit (electronics compartment) about 1/4 inch and the unit started to what sounded like auto-limiting the way she described it. Then the unit lost pressure completely and then the oscillator stopped. The unit alarmed appropriately. They then bagged the pt and put them on a conventional vent. No pt compromise noted. They tried troubleshooting the unit off the pt with different circuits and couldn't get it to pressurize any higher than 16cm. They noted that there was a leaking sound internally and also around the outlet to humidifier elbow. They also noticed the source gas low light when they heard the leaking noise."